Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-03284. The pt rec'd 2 scs leads with different lot numbers. It was reported the pt wants her scs system explanted due to ineffective stimulation after multiple revisions and reprogramming. It was also reported the pt is currently not using her scs system. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.